Manufacturer narrative:
The product was returned. Interrogation and visual inspection were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was explanted due to discomfort. The patient's condition was unknown.